Event description:
A non-healthcare professional reported that, during intraocular lens (iol) implant procedure, the lens is displaced inside the cartridge, the cartridge suffers a break in its terminal portion that causes the lens to remain attached to this crack, making subsequent displacement impossible. The affected lens and cartridge was then replaced. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The indicated lens model/diopter is not qualified for use with the company cartridge. The qualified diopter range for the lens in the company cartridge is 6.0-25.0. An company handpiece was indicated with a qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The indicated lens model/diopter is not qualified for use with the company cartridge. The qualified diopter range for the lens in the company cartridge is 6.0-25.0. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications, during the implantation process. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).